Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on october 9, 2019 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 103 mg/dl a few minutes after the low. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer had issues with the pump not accepting a battery on two occasions and they had to go to a doctor. The insulin pump will be returned for analysis.